Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/25/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient with nausea, dizziness, trouble standing, squeaking and nerve damage with left foot drop. Revision surgical record reported dark brown-tinged synovial fluid, black tarry material, and granulation tissue between liner and cup. The complaint was updated on: apr 13, 2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2015 der received- patient was revised to address pain and elevated ion levels. Black debris between the stem taper and femoral head junction was also noted. There was granulation tissue noted behind the cup. Adding the stem for elevated ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and implant records received. There are no new allegations reported. Updated patient's initials, lawyer and law firm. Doi: (B)(6) 2007 - dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.